Event description:
Pt reported that their one touch ultra meter had a power issue. Three dashes were displayed on the meter. This issue was not resolved with troubleshooting. Medical affairs specialist was unsuccessful in contacting the pt to obtain more info. A letter is sent out to try and contact pt. Per documentation, pt was taken to the hosp and was having blood work done. Unknown what the hosp reading was. Also unknown if pt was treated there.